Event description:
It was reported during a trochanteric fixation nail procedure, the surgeon attempted with difficulty to thread the buttress/compression nut all the way up the blade guide sleeve. The buttress/compression nut came loose and would not in place. There was no delay in surgery. The procedure was completed successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. The device history record review was done. A review indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Disposition: invalid. Placeholder.